Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the iol became stuck in the injector during implantation and required to be replaced. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose inside the carton. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to the far end of the loading area and has overrode the lens. The lens was slightly advanced toward the far end of the lens loading area. The leading haptic was at the far end of the loading area. The trailing haptic was folded onto the anterior optic surface. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic was not provided. It is unknown if a qualified product was used. A plunger override was observed. The lens was slightly advanced inside the lens loading area. This was most likely interpreted as the reported complaint of "iol that got stuck". The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Due to the lens being within the loading area, the plunger may have been advanced faster than the recommended rate. Plunger override/underride may occur: ¿ due to rapid advancement faster than the IFU recommended rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. No further information can be provided. The reporter has indicated that they did not want to be contacted. The manufacturer internal reference number is: (B)(4).